Event description:
Customer returned the device for evaluation and repair of difficulty in the lifting of the forceps elevator. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the adhesive of the light guide lens is peeled off, thereby creating the possibility of dirt entering on the inside of the lens. This medwatch is being submitted for the reportable issue of the peeled off adhesive of the light guide lens observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the light guide lens is peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.